Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sheath was returned after being used in the procedure. Visual inspection showed that the liner was delaminated approximately 5 " from the tip, the marker band was fully attached to liner under adhesive, there was damages to the sheath along the delaminated area and there was minor tip damage. Due to the nature of the complaint (liner delamination), dimensional inspection and function testing was not able to be performed.   In addition, patient imagery was provided and was reviewed. The following observations were made calcification and tortuosity can be seen distal to the bifurcation, where the sheath tip would have been located during the procedure. Additional procedural imagery provided showed the sheath delamination under fluro and the sheath condition post procedure shows the distal tip delamination.   A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed one other complaint. A review of complaint history from may 2018 to april 2019 for the edwards esheath (all models and sizes) revealed other similar returned complaints. Review of complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend category. Instructions for use (IFU) device preparation manual and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Based on the review of the IFU/training manual, no deficiencies were identified. During manufacturing, the sheath shaft and the components are 100% inspected multiple times through out the process. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The reported event was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.   Per the reported information, ¿the inner lining of sheath was found to have been pulled out of the external portion of the sheath¿. This is supported by the procedural imagery provided. Additional imagery of vessel characterization shows that tortuosity and calcification was present. The presence of tortuosity and calcification can create non-coaxial alignment between the delivery system and sheath tip, which can create insertion and withdrawal difficulties. As a result, excessive force and manipulation was likely applied to manipulate the device, which can damage the sheath and lead to the reported delamination. Although the complaint site noted that there was no withdrawal difficulty, the damage seen on the returned sheath is indicative of difficulty removing the delivery system. As such, available information suggests that patient (tortuosity/calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/labeling/training deficiencies were identified during evaluation and the occurrence rate did not exceed the control limit for the trend category,  no product risk assessment escalation, preventative or corrective actions are required.

Event description:
Additional information: the event was discovered after the delivery system was removed. There were no withdrawal difficulties with the delivery system through the sheath and there were no insertion difficulties with the delivery system and valve through the sheath. There was no catastrophic bleeding and it was resolved percutaneously.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 16 fr esheath, ¿the inner lining of sheath was found to have been pulled out of the external portion of the sheath on fluoro images¿. They were unable to establish wire access through the sheath and had to remove the sheath with a coda balloon in place to prepare for bleeding. Upon removal the sheath seam had split and the inner lining of the sheath had been pulled outside the sheath itself.